Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn emerald cleaner manufactured 8/10/2010, expires 6/18/2012. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
A product deficiency was identified. The investigation demonstrated conclusively that only cell-dyn emerald cleaner lot 4349 was affected. (B)(4).

Event description:
The customer stated rbc and platelet quality controls were out of range low on a cell-dyn emerald analyzer using cell-dyn emerald cleaner lot 4349. The customer used a 1:2 dilution of bleach to resolve the issue. There was no adverse impact to patient management reported.